Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of attempting to change infusion set due to empty reservoir after stepping out of shower and realized that buttons were not responding. Customer's blood glucose was unknown. Customer reported of placing insulin pump on a shelf above shower and also wearing insulin pump in bra. Customer was educated on insulin pump moisture. After troubleshooting, customer was advised that insulin pump would need to be replaced.